Event description:
It was reported that this right ventricular (rv) lead was attempted due to placement difficulty. This lead to loss of capture and no sensing. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to placement difficulty. This led to loss of capture and no sensing. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. X-ray showed inner coil stretched-out at tip region of lead - handling damage - attempted implant. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.